Manufacturer narrative:
One sample device was returned. The black tip segment was detached and was not returned. The device was evaluated. The catheter appeared stretched and mangled at the distal end. The root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: oophorectomy, cathplace: abdomen. The patient called upset because the black tip was missing from the end of the device. When the catheter was removed it appeared to be cut 2 inches to 2.5 inches of the entire 5 inch soaker catheter. The patient's spouse removed the catheter and it came out very easy with no resistance. When the device was removed the patient contacted the surgeon and the break was noted by the surgeon, no follow-up to the patient was made by the surgeon at that time. Additional information received (B)(6) 2019 stated the patient had a computed tomography (CT) scan performed and an x-ray. The clinicians could not find or see a catheter segment inside of the patient's body. No further action will be taken but the patient will meet with the surgeon for follow-up.